Event description:
2.00mm threaded drill guide has a purple stripe on the drill guide not an orange stripe.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Incorrect color coding was discovered during inventory stocking and was never used in surgery. Subject device has been received and is currently in the investigation process. No conclusion can be drawn at this time.